Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
It was reported that the device locked up when turned on. There was no pt associated with the reported event.